Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023, the pediatric patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the abdomen. No symptoms were reported, the cgm was reading 280 mg/dl and the blood glucose reading was low. The patient was treated with baqsimi nasal spray by the parent. The patient recovered after the treatment and at the time of the report he was normal and resting no data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.